Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. On (B)(6) 2024, the patient reported that the sensor failed. While removing the sensor to replace with a new one, the patient noticed that the wire was missing and was afraid that it has been left in the skin. The patient noticed that the missing wire from the sensor was left in the patient's skin as a single piece and did not come out of the patient's skin. No physical symptoms pertaining to the retained wire were reported. The patient had to be taken to the emergency room to have the wire taken out of the patients skin on (B)(6) 2024. The patient had an x-ray scan to locate the broken sensor wire. At the time of the report, the patient was still in the emergency room being prepped for minor incision to remove the wire from the skin. No treatment had been done yet at the time of the call, but the caller advised that patient would be discharged after incision surgery to remove the sensor wire. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.